Manufacturer narrative:
Medwatch report received, ID: mw5059415.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was being seen for treatment of intrinsic atrial arrhythmias. Noise was found on the atrial lead which resulted in automated mode switch episodes. The noise could be reproduced. Device reprogramming was performed. The lead was capped and replaced on (B)(6) 2015 without complications.